Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer booted to an error and therefore, the media processing unit printed circuit board was replaced and the hard drive reimaged. It was further noted that the hard drive was reconfigured and the software was reloaded and updated.

Event description:
It was reported that the programmer booted to an error. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).